Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. As the device remains implanted, lenstec was unable to perform a more thorough investigation into this complaint. There was no evidence to suggest that any aspect of this device was responsible for the reported incident. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec is unable to confirm the compatibility of the injection system used with our device.

Event description:
Lenstec received an email stating "during the surgery, oil film like substance observed of the lens."